Event description:
A trilogy evo was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm indicating a power source issue and an internal battery not detected were observed in the device's downloaded event log. There was no documentation of any components replaced to address these issues. Additionally, not related to the reportable issues, a service required alarm indicating the detachable battery failed was observed. The detachable battery was replaced to address the issue. This would not affect the device's ability to deliver therapy as designed. Although no components were replaced for the reportable issues, the device was tested and passed all final testing.